Manufacturer narrative:
The device evaluation has not been completed at this time.

Event description:
It was reported that during a surgical procedure with cranial software the navigation system shut down. It was also reported that the system was not accurate during surface matching. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of application shut down can be confirmed on basis on the log file review. The reported inaccuracy was not confirmed during logfile and patient folder review; however, it was identified that the patient registration safety information was not followed, which can result in the reported event.

Event description:
It was reported that during a surgical procedure with cranial software the navigation system shut down. It was also reported that the system was not accurate during surface matching. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.